Manufacturer narrative:
The original control unit pt3b-1232 was checked by the ekos representative using a simulator when she was at the hospital on (B)(6) 2016. It was confirmed that the unit functioned correctly and no issue was identified. The event log from control unit pt3b-707 was downloaded, and reviewed by ekos qa. The event log data indicates that the ultrasound assisted treatment started with an ekosonic mach4 106 cm/50 cm catheter (sn: (B)(4)) and a cic (sn: (B)(4)), and continued with no issues. After 6.4 hours therapy, temperature for thermocouple 4 and 5 in the catheter went above threshold 43°c at 45.1°c and 55.8°c respectively, and the control unit detected an error condition and paused the ultrasound as designed/intended with an audible alert. At the same time temperature for thermocouple 1 and 2 was at 21°c, 24°c while thermocouple 6 was at 99.9°c. These abnormal thermocouple temperature readings forced the control unit to enter to malfunction mode during catheter calibration. These erratic thermocouple 1, 2, 5, and 6 temperatures are most likely due to fluid ingress or moisture presence in catheter's connection. The cic (sn: (B)(4)) used in the case was returned to ekos for review and analysis the evaluation found corrosion on all 9 receptacles in one d-sub connector, which connects to the thermocouples in catheter. The corrosion in the cic connector is evidence of potential fluid or moisture trapped inside and dried out after. Final patient outcome is awaited at this time. Ekosonic instructions for use states "never immerse the electrical connectors or the white housing of the iddc in fluid"

Event description:
In treating a patient with deep vein thrombosis, an ekosonic mach4 106 cm/50 cm catheter (sn: (B)(4)) was placed at 1 pm on (B)(6) 2016, when the catheter was connected to ekosonic control unit (pt3b-1232) through a connector interface cable (sn: (B)(4)), the control unit failed to recognize the catheter with red circles and x's displayed. Then the control unit was changed out to a different control unit (pt3b-707), and subsequently that control unit (pt3b-707) recognized the catheter and ultrasound assisted treatment was started successfully. About 7 hours later the treating physician called ekos local representative to report an issue with control unit pt3b-707. The representative hooked up her control unit pt3b-1167 to the connector interface cable (cic) and the catheter, and it alarmed immediately. The ekos representative power cycled the control unit (pt3b-1167), and disconnected the cic and the catheter and then connected them back, and restarted the treatment with no issues.